Event description:
It was reported that during insertion of the iab, the balloon began to unwrap. Due to the unwrapping, the iab could not be advanced completely. Because of this, the iab was removed and replaced. There were no associated pt complications.